Manufacturer narrative:
The root cause could not be determined. Sites grafted with accell connexus should be allowed to heal approx 6 months prior to implant placement. Accell connexus is suitable for drilling after healing of the osseous defect. There may be a possibility that the dental implant post was inserted prematurely in the socket cavity, not allowing the recommended time for dbm putty to grow bone. Failure analysis of the actual product used was not possible since the product was implanted. The product units of the same lot 100557 that were returned from the customer were inspected and appeared to be uniform in shape, color, and texture. A retain sample was also inspected and was in good condition. The review of the mfg records, sterilization records, demineralization records, cotton records, and donor records indicated there were no issues related to the processing of the product. The root cause could not be determined. Sites grafted with accell connexus should be allowed to heal approx 6 months prior to implant placement. Accell connexus is suitable for drilling after healing of the osseous defect. There may be a possibility that the dental implant post was inserted prematurely in the socket cavity, not allowing the recommended time for dbm putty to grow bone. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported by the distributor that a dental pt had a sinus lift, had infection. Dynablast putty and accell had been implanted. Later the product was described as having "turned to mush." It was explanted. Integra has requested add'l clinical info.